Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that display was not blank less than 30 seconds. Customer stated that contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.